Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed the 800ml/200ml test." It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "failed the 800ml/200ml test 3 times," which was confirmed and reproduced during evaluation. Test results are as follows: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.677ml (-3.23%); rate = 100 ml/hr, vtbi = 25 ml, delivery = 24.267ml (-2.932%); rate = 400 ml/hr, vtbi = 100 ml, delivery = 96.093ml (-3.907%); rate = 800 ml/hr, vtbi = 200 ml, delivery = 189.483ml (-5.2585%); rate = 999 ml/hr, vtbi = 250 ml, delivery = 237.828ml (-4.8688%). Evaluation determined the cause was that the downstream pressure plate travel of the fingers and valves were out of specification. The fingers and valves were recalibrated to correct this condition. (B)(4).